Event description:
Pt was assessed as no risk for skin breakdown. Pt was on isflex gaymar mattress, purchased in 2009. Pt was noted with new deep tissue injury. Stryker company was contacted. All mattresses were inspected and 4 of 12 mattresses inspected had questionable areas. Eight months after purchased, the deep tissue injury is noted as stage 2 sm 1cm each, bottom red. Skin breakdown. Patient with no risk. Suspect four mattresses are defective. Dates of use: 2009.